Manufacturer narrative:
(B)(4). Two lots of the suspect device was identified, however it is unknown which one is the complaint product. The lots that were used lot h10k0021, expiration date 11/21/2018; lot h10c5878, expiration date 04/12/2018. The manufacture date for lot h10k0021 is 11/21/2010; the manufacture date for lot h10c5878 is 04/12/2010. Device was received in the manufacturer for evaluation. The evaluation is in process. The follow up report will be sent after the evaluation is completed. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The center strut (part # 6273044) of the construct was returned. The endcap (part # 6278844) was not returned for evaluation. The center strut was dimensionally inspected by the manufacturer and was found to be within print specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a cervical corpectomy procedure at c3-c7 to implant a 61 mm vb replacement construct. The construct was assembled and packed with bone. During insertion, the endcap of the construct seemed loose, so the entire construct was removed and replaced with a new same sized construct. The new construct worked well. No patient complications were reported.